Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties and magnetic imaging resonance (MRI) capability. No additional adverse patient effects were reported. Explanted device will not return due to facility policy and electrocautery was used.